Manufacturer narrative:
Complaint statement (B)(4): received 1 rack of 455071p/b20123d3 for evaluation. Received customer pictures. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported errors. Samples were tested, according to company's standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume and additive according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Samples were functionally evaluated (filled and centrifuged at 1800g for 10min (minimum recommended conditions)). No functional deviations of the gel barrier could be observed. The complaint cannot be duplicated.

Event description:
Customer states end user has been spinning blood and the serum is bleeding into the blood and not fully separating.